Event description:
Initial and additional information received from a consumer in 2009. This case is 1 of 2: a female pt received multiple injections of injectable poly-l-lactic acid (sculptra) [lot # and expiration date unk] for a cosmetic indication in 2008 and reported that she had never seen results. She also stated that she did experience injection site facial bruising and facial pain with discomfort. It was unk to her if the poly-l-lactic acid was reconstituted. She advised that she was not taking any other medications at the time, has no medical history and is not allergic to any medications. No further relevant information reported. Additional information for sculptra (lot # and expiration date - not provided) from product technical complaint report dated in 2009, received the next day: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related.

Manufacturer narrative:
Conclusion: no faults detectable.